Manufacturer narrative:
(B)(4).the complaint device has not yet been returned to fisher & paykel healthcare for evaluation.we will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare for testing. The breathing circuit limb was tested for bent or broken heater wire pins. Results: one of the inspiratory heater wire pins was bent, preventing full insertion of a heater wire adaptor. A lot check revealed no other complaints of this nature for lot number 091014. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. Our trending for bent or broken heater wire pins on adult breathing circuits has a rate worldwide of (B)(4).

Event description:
A hospital in (B)(6) reported that the heater wire in an rt235 breathing circuit was faulty.the fault was found during pre-use testing.

Event description:
A hospital in (B)(6) reported that the heater wire in an rt235 breathing circuit was faulty. The fault was found during pre-use testing.